Manufacturer narrative:
(B)(4). The lot was manufactured from january 7, 2015 to january 8, 2015. The device was received for evaluation. A visual inspection revealed particulate matter in the reservoir of the device. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available. A supplemental report will be submitted.

Event description:
It was reported that there was a foreign particle in the balloon of a small volume intermate. The particle was identified after the device was compounded and filled with ceftazidime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.